Event description:
It was reported that during replacement of the device due to elective replacement indicator (eri), the setscrew was stripped and could not be backed out. A drill was attempted without success, then a bolt cutter was also tried, however the right ventricular (rv) lead was damaged in the process. The lead was cut, capped, and replaced, and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).